Event description:
It was reported that during a lap choley procedure both devices were scissoring clips on unk firings. The site used a third device to complete the case with no pt consequences.

Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.